Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor notified zoll that a patient had a skin irritation. The patient's nurse reported that the patient had broken skin under her breast that was oozing and smelly. The broken skin was reported to be under the patient's right breast and not near any of the electrodes. Medical staff placed gauze over the area. During a follow up the patient reported that the area under her right breast was not hurting anymore.